Manufacturer narrative:
Additional information: the reported event that the hook part is snapped in half was confirmed by the complaint specialist during device evaluation. Caution is necessary in adapting instruments, which cause vibration and overtightening of the device should be avoided and may cause or contribute to breakage of the hook. Handling of the device may have led to the reported event.

Event description:
It was reported that the device broke into two pieces during a surgical procedure. No impact to the patient, medical interventions, adverse consequences, or clinically significant delays were reported with this event.

Event description:
It was reported that the device broke into two pieces during a surgical procedure. No impact to the patient, medical interventions, adverse consequences, or clinically significant delays were reported with this event.

Event description:
It was reported that the device broke into two pieces during a surgical procedure. No impact to the patient, medical interventions, adverse consequences, or clinically significant delays were reported with this event.